Manufacturer narrative:
This ipg serial number was included in a field advisory. This ipg serial number was also included in a field correction. Correction: 1627487-07262012-002-r; 1627487-07262012-001-c. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Ref MFR report: 1627487-2012-10651. It was reported, the pt ((B)(6)) experienced heating and redness at the ipg site during charging sessions. The ipg was explanted. No further info is available at this time.